Event description:
A user facility reported that image interference occurred with the video system. The event occurred during reprocessing, prior to a diagnostic prostatectomy procedure. During a standard service inspection of the customer returned device, no image was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, there was no image due to a faulty power unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the faulty power supply unit could not be determined. Olympus will continue to monitor field performance for this device.